Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and baseline shifting resulting in a two inappropriate shocks. Device data was sent to rhythmcare for review. Data review confirmed the cause to be related to the sense b node and recommended x-ray to evaluate electrode to header connection. X-rays were completed and provided to rhythmcare, however review has not yet been completed. This system remains in service. No additional adverse patient effects were reported.